Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor also, unable to perform excessive no delivery test due to prime anomaly. The operating currents are within specification and passed self-test, unexpected restart error test, rewind, basic occlusion test and displacement test. The insulin pump had cracked case at the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received excessive no delivery alarms. Customer's blood glucose was unknown. Customer reported of trying all remedies and no delivery persisted. Insulin pump would need to be replaced.